Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level read "high"; a specific value was not provided. The occlusion and elevated blood glucose were addressed with a supply change. The customer resumed insulin therapy